Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 21-23, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The pump did not empty completely and infused too slowly. The device contained 5000 mg 5-fluorouracil in 115 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.